Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it was reported that this event happened six times. Can you please clarify if 6 sutures broke over the same patient procedure? There were 4 different patients and 4 different surgeons. Or did the event occur over 6 different patient procedures? In 2 cases suture failed 2 times on the same patient. What was the name of the procedure(s)? All of these were open abdomen procedures and the suture was being used for closure. When did each suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify after a few passes in a continuous suture line the needle would separate from the suture, in each instance the entire suture line was removed and redone with new suture what is current condition of the patient(s)? All patients are fine since different suture was placed.

Event description:
It was reported that an animal underwent an unknown abdominal closure veterinary procedure in 2024 and suture was used. During the procedure, it was reported by distributor per customer that suture keeps coming off the needle midway through surgery. This has happened six times to the 3-0 series. They already gave the sutures away to departments and they got rid of all the boxes. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.